Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after a monarch bronchoscopy procedure on (B)(6) 2022, the patient returned to the emergency room (ER) on (B)(6) 2022, experiencing shortness of breath. A chest tube was placed and the patient was admitted to the hospital. The physician who performed the bronchoscopy does not attribute this event to the monarch system, stating it was a result of the needle being deployed into the edge of the pleura. The patient did not experience any other issues other than shortness of breath. The chest tube was removed on (B)(6) 2022, a x-ray was performed, and the patient was discharged. There was no evidence that the monarch system did not perform as intended.

Manufacturer narrative:
A device history record (DHR) review was performed for system 120011 and there were no non-conformances related to the shortness of breath reported in this case. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling. - selected product problem in error - g07002.